Event description:
The customer stated they acquired the patient in an incorrect orientation and wanted to flip the images for the doctor. The philips application specialist confirmed that the operator acquired the patient in the wrong orientation (head first supine (hfs) instead of feet first supine (ffs)). The application specialist instructed the customer how to annotate the patient images. There was no report of harm to a patient, operator or bystander. There was no malfunction of the system, the system is working as specified.

Manufacturer narrative:
(B)(4). We will file a follow-up MDR at the completion of the investigation. (B)(4).